Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7000tfx 25mm valve, implanted for eight (8) years and six (6) months, underwent a valve-in-valve procedure due to mitral stenosis. Atmvr was performed with a 9600tfx 26mm without incident. Patient's post-operative status noted as in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated sections per new information received.

Event description:
It was learned that this patient with a 7000tfx 25mm valve, implanted for eight (8) years and six (6)months, underwent a valve-in-valve procedure due to severe mitral stenosis. A tmvr was performed with a 9600tfx 26mm valve without incident. Tee demonstrated excellent positioning of the mitral prosthesis with no mitral regurgitation and only a trivial perivalvular leak. The patient tolerated the procedure well without any complications and was taken to the pacu in stable condition.